Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 1036844-2016-00556.

Event description:
This is the second complaint involving the same patient. It was reported that in nephrology, the user successfully inserted a chronic hemodialysis catheter into the patient's jugular. After one month in use, the nurse found leakage when the patient had hemodialysis treatment. As a result, new extension tube was replaced, however, after several hemodialysis treatments, the extension tube cracked again. Doctor replaced another new extension tube. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male, 173cm tall, weighing (B)(6).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of a leak in the connector assembly could not be determined based upon the information provided and without a sample. No further action will be taken.